Event description:
On (B)(4) 2014 nsk america corp. Received an electric dental handpiece, model x95l, serial (B)(4) for repair from a distributor repair facility. On the distributor's documentation was the statement: "smoke out of back, dr claims patient burned - see dr's note attached." Included with the paper work was a hand-written post-it note that read, 'I saw smoke poof out of the back of a handpiece while trimming a temp. I wasn't quite sure what happened. I did not pull the [handpiece]. A few days later my [patient] had a burn? On the inside of her cheek like where the head of the [handpiece] would rest. This is that handpiece. I don't know if it is the one that smoked but I'm thinking something is wrong with this one." The handpiece was forwarded to the manufacturer for further investigation on (B)(4) 2014. Letters requesting additional details surrounding the reported event were sent to the dentist on (B)(6) 2014 and (B)(6) 2014. Nsk america has made the requests for additional information from the complainant. As of this report, no additional information regarding this event has been received.